Manufacturer narrative:
Replaced receptacle panel which was corroded with balanced salt solution.

Event description:
During an iol extraction procedure, the fragmentation function of this unit would not work. A back up unit was used. There was no pt injury.